Manufacturer narrative:
Concomitant medical products: product ID: 8575, lot# n173834, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709, lot# l57103, implanted: (B)(6) 1998, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from an healthcare provider (hcp), via a company representative, regarding a patient receiving gablofen (2000 mcg/ml) at 374.3 mcg/day via an implantable pump. Indications for use included cerebral palsy, familial spastic paraparesis, and intractable spasticity. Concomitant medical products and medical history were unknown. On (b)(6 2015, during a procedure to change the pump due to normal battery depletion, the catheter did not aspirate. Diagnostic testing included only the attempted catheter aspiration; the spinal segment was "disconnected to the pump segment." No patient symptoms were reported. A partial explant was performed. The healthcare provider (hcp) removed the old catheter and inserted a new company catheter; the spinal segment was left in place. The removed catheter segment was discarded. Following placement of the new catheter, the event was resolved; the patient's status was reported as "alive - no injury." The hcp had no additional information.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer indicating that the catheter had an issue with getting clogged. Refer to manufacturer's report #3004209178-2015-17276 for information regarding the patient's difficulties following the surgery on (B)(6) 2015-07-15.